Event description:
The patient experienced headaches as soon as she started to recharge her device. A placebo effect was attempted several times with the patient not knowing if her recharger on or near her. The results were mixed. Her headache and slight nausea seemed to diminish when the recharger was not on or near her. Her symptoms did not disappear instantaneously, but did appear to manifest instantaneously. Her headache increased in intensity when recharging or having an alternate recharging unit near her, especially if she held it or it was touching her. The antenna was moved to multiple body parts with the same results. She also held a neurostimulator in the box on her lap and recharged it. Angling the antenna in different directions did not affect her headache. No energy sources trigger a headache and she has no history of migraines. She did not attempt recharging until approximately (B) (6) 2010. She also experienced residual stimulation and a "shocking" sensation when her stimulation was off. Additional information has been requested.

Manufacturer narrative:
(B) (4).